Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples, but 1 photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for missing shield with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use with bd vacutainer® sst¿ ii advance plus blood collection tubes the shield was discovered to be missing. The following information was provided by the initial reporter, translated from (B)(6) to english: when open the package,it was found the shield was missing.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for missing shield with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. The most likely root cause for this defect is a timing issue on the closure placement equipment.

Event description:
It was reported that prior to use with bd vacutainer® sst¿ ii advance plus blood collection tubes the shield was discovered to be missing. The following information was provided by the initial reporter, translated from chinese to english: when open the package,it was found the shield was missing.